Manufacturer narrative:
Conclusions: this was a rental unit and it was replaced for the customer.

Event description:
It was reported that burn evidence was found along a trace on the printed circuit board. No patient involvement or adverse consequences were reported.